Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h6: health effect updated 1880-headache. H6: health effect updated 1994-pain. H6: device code updated to 1494-off label use. H6: device code updated to 2993: adverse event without identified device or use problem. H6: investigation code added to 4114: device not returned. H6: investigation code added to 4119: insufficient information available. H6: investigation code added to 3331 - analysis of production records. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient was experiencing headaches while treating with the spinalpak assembly. The patient stated that the headaches began one week after she started treating with the device. The patient described the pain as a 10, on a scale of 1 to 10, with 10 being the worst. The patient said that the headaches felt like migraines. The patient contacted her doctor and was advised to continue treating with the spinalpak assembly. The patient took over the counter pain medication and it helped. When the patient stopped using the spinalpak,the headaches went away completely. The patient is reducing her treatment time with the device. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: neck brace. Therapy date: unknown. Medical product: nuvasive coroent peek interbody devices. Medical product: nuvasive archon titanium plate and screws. Medical product: nuvasive vuepoint ii screws and rods. Therapy date: (B)(6) 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing headaches while treating with the spinalpak assembly. The patient stated that the headaches began one week after she started treating with the device. The patient described the pain as a 10, on a scale of 1 to 10, with 10 being the worst. The patient said that the headaches felt like migraines. The patient contacted her doctor and was advised to continue treating with the spinalpak assembly. The patient took over the counter pain medication and it helped. When the patient stopped using the spinalpak, the headaches went away completely. The patient is reducing her treatment time with the device. It was reported that no further information is available.